Manufacturer narrative:
The insulin pump was received with high idle current due to corroded electronic assemblies. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No blank display or constant tone noted. However, we were unable to prime device during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The insulin pump was caught in the rain. Customer stated the pump is vibrating without an alarm or alert. The pump display went blank. The customer also experience high blood glucose of 267mg/dl. Customer's current blood glucose was 157mg/dl. The customer treated with a syringe. Customer was unable to describe any possible damage to the drive support cap. The customer was advised to call back if issues persist.